Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic kidney transplant procedure, upon ligation of vessel, the device's jaws locked on the tissue. The device was removed by cutting the tissue along the edge of the instrument. A new device was used to complete the case. There was no patient injury.